Event description:
According to the reporter: the scrub tech had trouble loading the device and finally was able to get it loaded with force. When the surgeon used the device, it became stuck on the tissue. The surgeon was able to release the device without causing tissue trauma or damage. The coordinator opened 2 more devices and experienced the same issue. There was no unanticipated tissue loss. There was no unanticipated tissue damage. There was no unanticipated extension for the incision more than one inch. There was no unanticipated blood loss of more than 500cc. There was a delay over 30 minutes. No device fragment fell in the pt cavity. (B)(4).

Manufacturer narrative:
(B)(4).